Event description:
An n fix ii rod, 150mm implanted after a prior tlif, was noted as broken post operatively. Rod was implanted at l2-l4 and l4-s1 was previously fused. Surgeon also performed a laminectomy at l2-l3. Patient has some degree of back pain but not worse than immediately post op and is actually better than pre-op. Patient is asymptomatic and no revision is planned.

Manufacturer narrative:
Subject device remains in the pt. No investigation could be performed, no conclusion could be drawn as no device has been returned.